Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 22-may-2023 and obtained the following additional/updated information regarding the reported event: the patient's demographic information was provided (see a2 - a6).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the bipolar energy was not working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and found to produce several errors when placed on an in-house system. The bipolar energy worked intermittently. The complaint regarding issues with the bipolar energy was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to electrical component failure. This complaint is considered a reportable event due to the following conclusion: an intuitive field service engineer (fse) investigated the reported system issue that occurred during a procedure. The fse replaced the erbe generator to bring the system to an acceptable state. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that the bipolar energy was not working. The customer stated that the energy was intermittent, and when it stopped, they had to reseat the instrument energy cord. The intuitive tech support engineer (tse) viewed the system logs, with no errors noted. The tse suggested to swap out the bipolar instrument energy cord with a new one. The customer did not have one available, but the energy was working at the moment. The customer stated they were going to tag the energy cord. And requested their field service engineer (fse) follow up. The procedure was completed with no reports of patient injury.